Event description:
The initial reporter complained of discrepant high results for 7 patient samples tested for na electrode (na) on a cobas pro ise analytical unit. The customer has a system of checking past results. The initial results for these patients were flagged as being higher than normal prompting repeat testing on a different cobas pro analyzer. The repeat results were believed to be correct and amended reports were issued. Patients 1 and 2 were from (B)(6) 2024. Patients 3 -7 were from (B)(6) 2024. Patient 1 initial result was 132 mmol/l. The repeat result was 124 mmol/l. Patient 2 initial result was 148 mmol/l. The repeat result was 139 mmol/l. Patient 3 initial result was 156 mmol/l. The repeat result was 147 mmol/l. Patient 4 initial result was 152 mmol/l. The repeat result was 145 mmol/l. Patient 5 initial result was 140 mmol/l. The repeat result was 128 mmol/l. Patient 6 initial result was 137 mmol/l. The repeat result was 131 mmol/l. Patient 7 initial result was 151 mmol/l. The repeat result was 142 mmol/l.

Manufacturer narrative:
The cobas pro ise analyzer serial number was (B)(6). The customer noted a slight buildup of dust around the sample probe and a moderate buildup of precipitate in the sonic wash station. The customer cleaned the sonic wash station and replaced the internal standard reagent. The investigation is ongoing.

Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. The na electrode lot number was anw_2024 with an expiration date of 03-aug-2025. Calibration and qc were acceptable before the event. A "sample probe: abnormal aspiration" alarm was observed in the alarm trace data. This alarm is an indicator of possible poor sample quality. The field service engineer (fse) found the sample probe was clogged. The sample probe was replaced and adjustments were performed. Various parts of the instrument were checked and the sipper and vacuum nozzles were cleaned. Ise checks, calibration, qc, and precision testing were all acceptable. The investigation determined the service actions resolved the issue.